Event description:
Additional information was receive that during the valve implant, following the pre-implant balloon dilatation and before the valve implant to 80%, the temporary procedural central aortic insufficiency was observed in the patient's native anatomy. The severity of the temporary procedural central aortic insufficiency was not assessed. Per the physician, the patient did not have any anatomical contributing factors for the st elevation.

Manufacturer narrative:
Update data: b5 d4 h4 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed using a 21 mm non-medtronic balloon. Subsequently, the valve was inserted into the patient and deployed to 80% at a depth of 3 mm on the non-coronary cusp and 4 mm on the left coronary cusp. At 80% deployment the patient became unresponsive for less than one minute, but chest compressions were not performed. Complete heart block (chb) was observed and the patient was dependent on the temporary pacemaker for less than 5-minutes before baseline rhythm returned. Right bundle branch block was noted in addition to baseline rhythm. After the chb had resolved, the patient noted 5 out of 10 chest pain, and st elevations were observed.at this point, the valve was fully released. Trivial paravalvular leak and a mean gradient of 4 mm hg were observed following the valve release. The patient¿s coronary grafts were engaged and determined to be patient by the physician. Following the procedure, the chest pain and st elevation were noted to have resolved. Computed tomography imaging was also negative for aortic dissection. Per the physician, the adverse event was not related to the valve, or delivery of the valve. The event was instead related to temporary p rocedural aortic insufficiency and the chb. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-34}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {(B)(6) 2024}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that the patient¿s coronary grafts were determined to be patent. No additional adverse patient effects were reported.